Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "leak in iab circuit" alarm. Therapy was continued on the same iabp. Two days later the iabp generated a "blood detected" alarm. The customer did not observe any blood or condensation. The iabp was rebooted and therapy was continued on the same iabp. No patient injury was reported.

Manufacturer narrative:
The company service representative conducted a continuous running test for three days and the reported incident coudl not be duplicated. (B)(4).